Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the touch screen malfunctioned. The stylus was replaced and the device passed the function test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus malfunctioned. The programmer was returned for service. There was no patient involvement.